Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s1877056815000845. Other device used: catalog #unknown, unknown natural-knee ii articular surface, lot #unknown. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that osteolysis occurred in five cases of patients who received fixed-bearing implants with non-cemented tibial components. The patients were not revised.